Manufacturer narrative:
Additional information provided, date of explant was added. The event was confirmed. Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported revision due to pain is considered to be under the scope of this recall. No further investigation is required.

Event description:
It was reported: the patient is complaining of pain and swelling. The patient reports he plays golf and racquetball. He further reports in the beginning he had no pain but has experienced pain in the last 2 months. Update: it was reported that the patient was revised.

Manufacturer narrative:
Additional information: d1 product long description; d2 product code and common device name; d4 catalog # and lot#; d6 date of implant; d7 date of explant; g3 initial reporter type and initial reporter type ¿ other; g5 510k#; and h4 manufacturing date; h7 remedial action initiated; h9 correction/removal rpt number. An event regarding revision due to pain involving a rejuvenate modular device was reported. The event was confirmed. Method & results: device evaluation and results: device evaluation was not performed as no devices were received. Device history review: review of device history records found the devices in the reported lot were accepted into final stock with no reported discrepancies. Complaint history review: the complaint databases show there have been other events for the reported lot. Similar events have occurred for the catalog number and product family. These events were determined to be associated with ra 2012-067. Conclusions: voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported revision due to pain is considered to be under the scope of this recall. No further investigation is required.

Event description:
It was reported that patient had pain & swelling.

Event description:
It was reported: the patient is complaining of pain and swelling. The patient reports he plays golf and racquetball. He further reports in the beginning he had no pain but has experienced pain in the last 2 months.